Manufacturer narrative:
It was reported that the o2-cell/sensor test failed during the pre-use check. Our field service engineer solved the issue during the preventive maintenance by replacing the o2 cell that had only 10% of capacity left. Based on this information our conclusion is that the o2 cell worked according to specification.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed o2 cell/sensor test in pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).